Event description:
Alleged event: the clip applier misfired during a lap cholecystectomy procedure. The pt's condition was reported as fine.

Manufacturer narrative:
The device history record review of the product auto endo5 ml, lot #73g1400095 investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related complaints.